Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating due to fluid loss. Upon revision, the reservoir was tested with a syringe and a hole in the reservoir was identified. The existing ipp was removed and replaced. No patient complications were reported.